Event description:
It was reported that the lead exhibited low sensing of 1 mv. The lead was capped and replaced during procedure to upgrade pulse generator.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.